Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced issues with the spinal cord stimulator. When the device was set to 60 to 70 hz at night and occasionally during the day, the patient experienced shaking and trembling, which resulted in decreased balance during walking and standing. Although stimulation coverage was appropriate, increasing the intensity to achieve adequate pain relief produced excessively strong stimulation. As a result, the patient operated the device at lower settings, which reduced its therapeutic effectiveness. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced issues with the spinal cord stimulator. When the device was set to 60 to 70 hz at night and occasionally during the day, the patient experienced shaking and trembling, which resulted in decreased balance during walking and standing. Although stimulation coverage was appropriate, increasing the intensity to achieve adequate pain relief produced excessively strong stimulation. As a result, the patient operated the device at lower settings, which reduced its therapeutic effectiveness. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.